Manufacturer narrative:
Additional information: b5, d4 (lot, expiration date, UDI), h6, h11. B5: upon additional information, unspecified particulate(s) (reported as "particles, hair, eyelashes, etc.") Were observed in two (2) non-vented high-volume inlets. The particulate was observed while inspecting the inlets for total parenteral nutrition (tpn) compounding. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed on an unspecified quantity of non-vented high-volume inlets. The particulate was observed prior to patient use; however, it was not known if the sets were used prior to or during compounding. There was no patient involvement. No additional information is available.